Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient¿s blood glucose (bg) reached 500 mg/dl while wearing the pod between 1 and 4 hours. While patient was reporting this pod for a bent cannula, it was discovered that the pink slide insert did not fully move into the viewing window as intended, which indicates a failure of the needle mechanism to deploy as intended during activation.